Manufacturer narrative:
A revision surgery has not been determined at this time.

Event description:
An aus device was implanted on 3/31/97. On 5/30/97, the pt rpt'd he tried to activate device, but pump is "hard" and will not squeeze--filled with fluid so it is not flat. Unable to activate. Add'l info received on 7/1/97 and 8/12/97 indicates pt states "still experiencing leakage after sitting, whether on hard/soft chair...leakage after sitting and sometimes just after voiding."